Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator. It was reported that the patient was implanted with deep brain stimulation (dbs) on (B)(6) 2012, and after the implantation, the patient experienced poor efficacy, rejection, and a wound infection that could not heal. The event began occurring in 2014 but the device was explanted "around" 2015; there was not a greater than 50% reduction in symptoms. The cause of the event and what troubleshooting was performed was stated to be unknown. No further complications were reported/anticipated.